Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified the patient underwent surgical intervention to explant and replace the ipg. Stimulation was restored following surgery.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding mediacal history. (B)(4).

Event description:
It was reported the patient had not charged the ipg in approximately five months. The patient currently does not have stimulation. Communication could not be established with the ipg using the charging system and the patient programmer. Surgical intervention is planned as the next course of action.